Manufacturer narrative:
Product event summary: the flexcath advance sheath (B)(4) was visually inspected and functionally tested. Upon visual inspection of the sheath, results showed the stopcock distal end luer was completely detached from the side port tube proximal end. In conclusion, the reported stopcock detachment from the side port tube has been confirmed through visual inspection. The sheath failed the inspection due to stopcock detached from side port tube.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, the stopcock separated from the plastic tubing when attempting to flush. This occurred at the end of the procedure and the sheath was not replaced. The case was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.